Event description:
It was reported by a customer that a pt suffered discoloration and blistering to the lips and tongue down the esophagus during a tee procedure with a scope that had been disinfected in cidex opa solution. The pt had had no further issues. Use of ventilator was extended for airway protection.